Event description:
The affiliate reported; the surgeon implanted the detector but noted liquids leaked. The surgeon had to remove the detector and changed new one to complete. No adverse event on the patient (during use on patient). Additional information from the affiliate stated: was the patient closed and then reopened? No. Was there a delay in surgery greater than 30 minutes as a result of this incident? No.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed the evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage / abnormalities to the millar sensor, catheter material or connector. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 6/5/2013. Based on the above evaluation, the supplier was unable to confirm the complaint. After the microsensor evaluation performed by the supplier, the catheter was also checked for leakage with purified water. The purified water flowed throughout the catheter without any leaks. The difficulty reported by the customer could not be confirmed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.